Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug, clonidine, and morphine all at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that sometime in 2013 the patient had hip replacement surgery to put in a longer pin into their femur. In the timeframe of the hip replacement the pump went dry and a manufacturer's representative came out to silence the patient's empty pump alarm. The healthcare provider decided not to remove the pump due to the patient recovering from surgery. The patient was covered with oral medications. The patient stated in 2005 they had their first hip replacement surgery where they put in a pin into the femur. No further complications were anticipated/reported.